Event description:
The customer reported that a donor did not receive any saline. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician replaced return pump line sensor and performed cps calibration, return pump cca auto-test, and fluid test successfully. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The customer did not allege hypovolemia. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician replaced return pump line sensor and performed cps calibration, return pump cca auto-test, and fluid test successfully. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor did not receive any saline. Patient information and outcome are unknown at this time.